Manufacturer narrative:
The manufacturing location for this product are (B)(4). These site are an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd stopcock q-syte¿ 360deg w/o nut cap had leakage from the middle of the line. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿drug leaked from the middle of the line. Leaked point is unk.¿

Event description:
It was reported that three bd stopcock q-syte¿ 360deg w/o nut cap had leakage from the middle of the line. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿ drug leaked from the middle of the line. Leaked point is unk.¿

Manufacturer narrative:
Corrected information: d.3. Medical device manufacturer: bd infusion therapy systems, nogales. G.1. Manufacturing location: bd infusion therapy systems, nogales.

Event description:
It was reported that three bd stopcock q-syte¿ 360deg w/o nut cap had leakage from the middle of the line. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿ drug leaked from the middle of the line. Leaked point is unk. ¿

Manufacturer narrative:
Investigation: no DHR was done as the lot# is unknown. Only picture available at this point to evaluate the incident; however, sample is required to confirm/discard this kind of problems. Bd was able to confirm the customer¿s indicated failure mode with the picture provided. Customer reported leakage issues; however, no sample was available for evaluation which is essential to perform a better investigation. Based on investigation results to date, root cause for manufacturing process cannot be determined.